Event description:
During a pulmonary vein isolation procedure (non cryo redo), a pericardial effusion occurred and a pericardiocentesis was performed as well as extra corporal membrane oxygenation (ECMO). During the procedure, the patient became hypotensive and an ultrasound revealed a pericardial tamponade. A pericardiocentesis was performed and the patient continued to destabilize and ECMO was performed and the patient was brought into the cardio surgical department. There were no performance issues with an abbott devices. The physician suggested the pericardial tamponade was due to heavy patient movement during mapping and ablation.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Review of the device history record was not possible as the lot number is unknown. Based on the information received, the cause of the reported incident could not be conclusively determined. However, the physician suggested the pericardial tamponade may have been due to heavy patient movement during mapping and ablation. Per the IFU, vascular perforation is an inherent risk of any electrode placement.